Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses the reported events of edema and swelling.

Event description:
Sales representative reported first injection performed, physician had injected juvederm voluma, 1 ml each side. Physician injected 1 ml of volift at cheek. Patient felt fever "38 degrees c" during the night. Patient had a swelling face, edema. Physician prescribed anti-inflammatory and disappeared in 3-4 days. Patient consulted physician on (B)(6) 2014: symptoms were resolved. No antecedent.